Manufacturer narrative:
Investigation summary: the specimen bag of the event unit was returned for evaluation. Upon inspection, engineering confirmed a small tear near the bottom of the bag. The bag showed signs of tension, clearly visible in the stretching near the burst site. The ends of the tear appear to be cut straight as if cut by a sharp instrument. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. Additionally, the IFU precautions "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." This document represents our final report.

Event description:
Lap chole - "he was using our bag to take out the gall bladder and he used a kelly to help maneuver it out. The bottom of the bag busted open." Patient status - "normal".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.